Manufacturer narrative:
Qc is run three times daily and was acceptable before and after the event. Calibration was performed after the event and was acceptable. Service was declined by the customer. Customer believes that the issue could be due to pre-analytical sample handling. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
Customer contacted beckman coulter inc. (Bci) regarding one false low glucose cup result generated by the synchron lx20 pro analyzer. A false low glucose cup result of 31 mg/dl triggered the instrument critical rerun feature and gave a result of 86 mg/dl which was reported outside of the laboratory and questioned by the physician. The result did not match a glucometer result of >500 mg/dl. Another sample was obtained from this patient and tested upon which it gave a result of 1200 mg/dl. The original result was amended. There was no affect to patient treatment as a result of this event.